Event description:
Reported as "death due to heart attack." Follow-up findings with the physician's office noted that an autopsy has been performed. The physician's office was able to access the results of this report through a link with the hospital. The autopsy result findings noted cause of death as acute myocardial infarction, along with severe coronary artery disease. Co has requested a copy of this report be sent to inamed corporation. The implanting surgeon does not believe that this death is related to the lap-band.